Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they were having a difficult time charging the implant. Pt said the recharger (rtm) seemed not to be able to find the implant, and after 45 mins to an hour of repositioning, pt said the rtm would finally find the implant, but pt would have to sit in a very strange position. Pt said they had tried resetting and the issue was off and on for about a week but had gotten progressively worse. Pt inspected rtm cord and pins but did not see any damage. Pt inspected controller port and said it looked like a couple pins were up and not like the others. The issue was not resolved. A replacement controller was sent out. Pt called back stating they received the replacement controller but they're still experiencing the same issues that were originally documented in this case. Pt mentioned the recharger paddle and relay box are becoming "really hot" while charging their ins. A replacement rtm was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a failure; unable to test if device is getting hot due to immediately going into no device found error. Insulation is pulling out of recharger telemetry module (rtm) donut. Failed t5190 (antenna test temp). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.